Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant, the leadless implantable pulse generator (ipg) became dislodged. Cardiac arrest and ventricular tachycardia (vt) occurred due to a large amount of bleeding at the puncture site after over an hour of bed rest removal and cardiopulmonary resuscitation was performed. It is believed that the dislodgement occurred due to the chest compressions. The device also exhibited rising thresholds and falling impedances and was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.